Event description:
The reported events for case study 2 of a xen®45 gts implanted in the right eye were noted as hypotony, grade 2 shallow anterior chamber, 360 degree choroidal detachments, and a drop in visual acuity required anterior chamber reformation on post-operative day 5. The anterior chamber shallowing and kissing choroidal detachments persisted required 2 more successive anterior chamber reformations. At month 1, iop was 24 mmhg and a low bleb was observed, which required bleb needling. At month 4, 2 days of redness and 1 day of blurred vision. Visual acuity had decreased to counting fingers from 6/12 and iop had increased to 40 mmhg. The anterior chamber was deep and there were cells, flare, fibrin, and a sliver of hypopyon. Patient was diagnosed with endophthalmitis. Mild crusting of the lids suggests blepharitis. 3 days later, the patient underwent anterior chamber washout with pars plana vitrectomy, partial fluid air exchange and intravitreal injection of vancomycin, ceftazidime, and dexamethasone. The device remains implanted. Intraoperatively, retinal hemorrhages were observed. By month 7, the inflammation gradually resolved, visual acuity improved to 6/9, and iop was controlled with brimonidine and latanoprost. The events were noted in the article: ¿culture-positive exogenous endophthalmitis related to xen45 gel stent implantation¿, american journal of ophthalmology case reports, volume 25. This MDR is being submitted for the adverse events with the second case study noted. The same literature article is also reported under MFR report # 3011299751-2022-00037 (allergan complaint # (B)(4)) and MFR report # 3011299751-2022-00036 (allergan complaint # (B)(4)).

Manufacturer narrative:
(B)(4). Article citation: aaron w. Ng, vivien c. Yip, bryan c. Ang, leonard w. Yip, boon ang lim. ¿culture-positive exogenous endophthalmitis related to xen45 gel stent implantation¿, american journal of ophthalmology case reports, volume 25, 2022, 101291, issn 2451-9936, https://doi.org/10.1016/j.ajoc.2022.101291. The reported events of "endophthalmitis and vision abnormalities" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.